Manufacturer narrative:
Device received with intermittent button response due to flattened express esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer was unable to access the menu screen. Customer stated that using the up arrow and down arrow allows them to navigate screens but had to press it for 3 to 4 times. Customer stated that the insulin pump was neither dropped nor exposed to moisture and was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.